Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an external neurostimulator (ens) for urgency frequency. It was reported that the patient's controller was unable to connect to their device. Patient also mentioned they experienced pressure on their abdomen that caused them to catheterize. Contributing factors, actions/interventions, and resolution were unknown at the time of the report. No further complications were reported or anticipated.